Event description:
Reporter indicated via clinic notes dated (B)(6) 2011 received to the manufacturer on (B)(6) 2012 that a vns patient had recent seizure recurrence, suggesting increased seizures. The patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted generator are in progress.

Event description:
All attempts for return of the explanted generator have been unsuccessful to date.reporter indicated the patient's increased seizures were below pre-vns baseline, and were felt to be related to a depleting battery, but this was not certain. The seizures were all increased in general, and specific types were not charted. There were no medication or programming changes that preceded this, and no life events.